Event description:
According to the reporter: over the last year, they have had 3 cases where the port-a-cath broke in two pieces. The distal end migrated in the right atrium, and an invasive radiologic procedure was required to remove it. Gender, age and weight are not available. No patient injury. No tissue loss, no tissue damage, no bleeding. No extension to the surgical time. The device is not being returned, it was discarded by the customer.

Manufacturer narrative:
(B)(4).